Event description:
It was reported that the foley catheter had melted in the drainage tubing and while removing the catheter a hole was created. Per follow up on (B)(6) 2021 it was stated that the issue was happened to at least 2 catheters and there might be some others. It was noted that there was no impact to the patient and they needed to somehow mend the hole in the catheter.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Visual inspection noted a sample box was received but there was no sample returned. There were two photo samples received both depicting a drainage bags tubing with a large mark or scratch on it which was matched up with the damage on a latex foley catheter near the trifurcation. Both of these failures appear to be indicative of the blue sleeve partially falling down from the catheter and having other components stick to the exposed portion of the catheter. Although the reported event was confirmed a root cause could not be determined. A potential root cause for this failure mode could be due to operator error. The product was influenced by the reported failure. The product was not used for diagnosis or treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed because the labeling could not have prevented the reported failure. Correction: d, e, f h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter had melted into drainage tubing and while removing the catheter hole was created. As per followup on (B)(6) 2021, it was happened to at least 2 catheters and there might be some others. There was no impact to the patient, just that they needed to somehow mend the hole in the catheter.